Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, upon waking, they notice that the insulin pump alarmed no delivery alarm and the buttons of the device became unresponsive. The customer's blood glucose at the time of the incident and at the time of the phone call were not provided. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Act, esc, up arrow and b buttons did not respond due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify excessive no delivery alarm due to button keypad anomaly. The insulin pump was received with cracked display window, cracked case at display window corners, partially broken off reservoir tube lip and cracked reservoir tube.